Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd cathena¿ safety IV catheter with wings disconnection occurred and led to leakage. The following information was provided by the initial reporter, translated from spanish to english: malfunction of the connection in the operating room, causing adverse events in the patient. The anesthesia service reports that on several occasions the infusion system was disconnected from the catheter, causing drug leaks and impacting the patient.

Event description:
It was reported while using bd cathena¿ safety IV catheter with wings disconnection occurred and led to leakage. The following information was provided by the initial reporter, translated from spanish to english: malfunction of the connection in the operating room, causing adverse events in the patient. The anesthesia service reports that on several occasions the infusion system was disconnected from the catheter, causing drug leaks and impacting the patient.

Manufacturer narrative:
H6: investigation summary no photos of the defective sample or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h10.